Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the right common femoral artery above the bifurcation via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the second stop. The device was removed and the patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home with no clinical sequela the same day ((B)(6) 2012).

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1223602) indicated that the device lot met all established performance criteria prior to shipment.